Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient seemed off, was ¿in and out of it¿, was not responding well but remained conscious. This patient´s sister noted this and performed a fingerstick, and the cgm reading was 8.0 mmol/l, and the blood glucose reading was 4.2 mmol/l. The sister called an ambulance and treated the patient with sugar. The paramedics arrived a few hours later, but as the patient had already stabilized, no additional medication was given, and no healthcare facility was visited. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.